Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device would not hold the smallest k-wire therefore failed the self-holding and clamping range, the bearing was broken and the clamps were worn. During further evaluation, it was determined that the device not gripping the k-wire was confirmed to be caused by the failed bearings due to having been improperly assembled. It was further determined that the bearings and mating face of the cone sleeve had wear marks which indicated the bearing was not installed in the correct direction (towards the cone sleeve). Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper assembly of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not gripping the k-wire during testing. During in-house engineering evaluation, it was determined that the device failed pre-test for untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.